Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The physician had tried to reposition the lead but it dislodged again. Since the patient was on dnr status and frail, the physician decided to remove the lead. The physician thought that it could either be the patient's anatomy or with the lead's characteristics. This dislodgement was confirmed via chest x-ray. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.